Event description:
It was reported that this right ventricular (rv) lead was part of an allegation for possible infection. Reportedly, the patient was unable to telemeter the device due to a swollen pocket. The technical services (ts) advised putting pressure on the site and the field rep as able to telemeter. As of this time, this rv lead remains in service.